Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. Cross reference case ID: (B)(4). The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported regarding two scopes: when physician went to use the scope, he was doing a check to see if the light and focus were optimal, he noticed the fibers and picture quality were poor and was unable to use the scope. The physician had to cancel the procedure. Cross reference MDR: 9610617-2024-00474.